Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a ligation of esophageal varices performed in 2009. According to the complainant, during the procedure, when the physician went to deploy the first band, he was not able to rotate the handle. He removed the scope and used another speedband superview super 7 multiple band ligator from the same lot and deployed three more bands and completed the procedure successfully. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain more complete info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.